Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was unpacked for transurethral resection of the prostate (turp) on (B)(6) 2020. According to the complainant, the packaging of the device was compromised. Photos sent in by the customer confirmed the indentations in the packaging. This was found prior to use with a patient or procedure.